Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient underwent an additional surgery for removal of the bard/davol flat mesh, to repair a recurrent hernia during which adhesions were noted. No medical records have been provided, however, recurrence and adhesions are known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time; should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent umbilical hernia repair. As reported, a bard/davol 10x14" flat mesh, was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent recurrent hernia repair. As reported, upon entering the abdomen, the surgeon noted that he "removed all of the old mesh by performing a transversus abdominis release and dissecting it out of the pelvis...[and had] to ligate the right inferior epigastric vessels during this dissection because they were adherent to the mesh. " the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard hernia mesh.